Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that issues with module latches /iui connectors not securely connecting at times. The product issue was reported to manufacturer associate during on-site visit. There was no patient harm, no specific devices to return to manufacturer as this was generalized feedback.